Event description:
The customer reported that the system intermittently locked up and shut down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the power supply, reseated the fluoroscopic functions board and the generator interface board and ordered a footswitch. The system was tested and found to be working as intended and put back in service.